Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice during in peritoneal dialysis. The patient called and stated that they want to remove the cassette. There was an electricity cut and then the patient disconnected from the device. The technical service representative advised the patient to continue the therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.